Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during infusion there is leakage of liquid, catheter rupture is suspected, which is confirmed upon removal. Break occurs 7 cm from the exit site. No other information was provided.

Event description:
It was reported, during infusion there is leakage of liquid, catheter rupture is suspected, which is confirmed upon removal. Break occurs 7 cm from the exit site. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted (B)(6) 2024 and removed (B)(6) 2024. Total length 36cm, inserted to basilic vein, exit marking 2cm, locked with saline and dressed straight along patient's arm, secured with securacath between 0-2cm. PICC used for oncology treatment ( epirubicina, ciclofosfamide, paclitaxel). No CT scans done, no interventions for occlusions. Internal leakage at 7cm was discovered thru extravasation. PICC in use 121 days. Patient was in the hospital at the time the leak was discovered. It is unknown if they took the PICC home or completed maintenance on the device, or if any physical activities were done. The catheter site was cleaned with chloraprep (3ml). Additional comments: the device appears to have never become occluded, but the operator reports that it was sometimes difficult to aspirate and it was necessary to change the position of the arm to be able to use it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 7cm marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.